Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots following a replace battery alarm. There was moisture in the battery compartment. The battery cap was able to secure onto the pump. The battery cap contact measured within specifications. The pump powered on normally. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump electrical current draws measured within specifications. A replace battery alarm was reproduced during testing. The pump gave an audible and visual alert. The leak test failed due to a battery compartment leak. The pump was opened and no damage or additional moisture was observed. Unrelated to the initial complaint, the battery compartment was cracked, and the display screen was dim and discolored.